Event description:
It was reported that the patient felt dizzy subsequently visited the emergency room. A pacemaker check was conducted and was confirmed that the pacemaker polarity was bipolar however the pacemaker is connected to a unipolar lead. Consequently the pacemaker was reprogrammed and its polarity was changed to unipolar. The issue was resolved and device still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.